Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). The battery status was at 2.74 v with a charge time of 21.0 seconds. There is an allegation of premature battery depletion. This device will be replaced in the near future. No adverse patient effects were reported.

Event description:
Subsequently, the device was explanted and returned for a post market evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be udpated.